Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent implant of an unspecified bard/davol ventralex. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of mesh - ventralex, patient was diagnosed with adhesions, scar tissue and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent implant of an unspecified bard/davol ventralex. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with ventral incisional hernia, thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was identified, and it was excised. A ventralex mesh was placed in the intraperitoneal space using sutures.¿ (B)(6) 2015 - patient was diagnosed with chronic abdominal pain, thereby underwent laparoscopy converted into open repair with removal of ventralex mesh. Per operative notes, ¿there were several adhesions and scar tissues between the mesh and the omentum. There was a portion of mesh, the inferior left border of the mesh that was not directly adherent to the abdominal wall and had folded upon itself. Then the ventralex mesh was dissected away from the abdominal wall.¿ attorney alleges that the patient had adhesions, pain, mesh shrinkage, hernia recurrence and emotional injuries.